Event description:
Affiliate reported that ventricles of the pt's brain was too large, therefore, the dr changed the pressure. The pts condition did not change, which resulted in an explant.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.